Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned after device reimage, it showers incorrect time. Device showed counted additional dosage was not shown the correct time to dispense medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A technical support specialist (tss) initially dialed into the station and updated the system time, but the customer reported that the issue persisted. Tss dialed in again and the time zone was set to pacific, so tss changed it to central and updated the system time. After correcting the time zone and time settings, the device no longer entered critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned after device reimage, it showers incorrect time. Device showed counted additional dosage was not shown the correct time to dispense medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.